Event description:
On 11/30/2006 the lay pt's wife contacted lifescan (lfs) alleging that the pt's one touch ultra meter was reading inaccurately low. The medical affairs specialist (mas) sent a letter to the pt because he could not be reached by phone on two different days and times. The mas listened to the recorded call to lfs. The following information was provided during the initial call to lfs: the reported meter was to be replaced in response to the uom mailing inquiry from the pt on 11/27/2006. On 11/30/2006 the wife called lfs to report non-receipt of the replacement meter. At that time she said the reported meter had been working "goofy". The wife said the pt was tired and nauseated on sunday, 11/26/2006. He tested with the one touch ultra meter while symptomatic and obtained a result of 65. He then tested with the wife's non-lfs meter and obtained a result of "hi". The pt took insulin (lantus 60 units and novalin 100 units) based on the wife's meter at about 12:00 pm. The wife took the pt to emergency care. A result in the 500's was obtained on the ER device and the pt was treated with IV fluids and "something to bring it (his blood glucose) down at 1:00 pm. The pt was kept in the ER 5 hours and then released to home. No info was provided regarding the pt's diabetes treatment regimen. The customer care advocate (cca) was unable to confirm the meter units of measurement setting because the wife was unable to identify the units of measurement on the meter display. The wife said there was a crack in the meter display. The cca discovered that a replacement meter had not been sent on the 11/27/2006. The cca arranged for a replacement meter, test strips, and control solution to be sent to the pt. The complaint is reported becuase the lfs meter read low compared to another meter and to the pt's symtpoms that suggested hyperglycemia. A hyperglycemic reading was also obtained on the ER meter. The pt rec'd IV and insulin treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.